Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed driveline wire damage that would have contributed to the pump stop events captured in the submitted log file. A distal-end driveline replacement was performed on (B)(6) 2019 under and approximately 18.5¿ of the external portion/ distal-end of the driveline along with four segments of unattached wire (black, brown, yellow, and green) were returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and revealed a short-to-shield issue was able to be reproduced in the red wire. All other wires were found to be electrically intact. The silicone jacket and bionate layer were unremarkable. Breakdown of the metal braided shield was observed at the terminus of the bend relief, between 2¿ and 3¿, 6.5¿, 8¿, and 10¿ from the metal connector. Visual inspection of the underlying wires revealed a breach in the insulation of the red wire approximately 2.5¿ from the metal connector, exposing the inner conductors of the red wire. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test confirmed the breach in the red wire, but did not reveal any other current leakage in the insulation of the driveline wires. The red wire represents one of the two redundant wires that comprise phase 3 of the three-phase motor. If the exposed conductors of the red wire contacted the braided shield while operating on a tethered power source (such as the mpu), the resulting short to ground could have caused the interruption in pump function captured in the submitted log file. Heartmate ii lvas IFU and heartmate ii lvas patient handbook rev. G are currently available. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 2 years 2 months (the age is calculated from the date of implant to the event date.) The device was returned for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the log file was reviewed. The log file analysis showed there were pump stops on (B)(6) 2019 and (B)(6) 2019. Per tech service, the percutaneous (perc) lead x-rays were unremarkable. On (B)(6) 2019, an external perc lead repair was done. The perc lead replacement was performed approximately 4 inches from exit site. No issues were noted after the patient was back on the grounded patient cable.